Event description:
The pt reportedly experienced intermittency and overly loud stimulation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed the device was functioning. Surgery to explant the patient's device has been scheduled.